Event description:
It was reported that the sterile water was injected into the foley catheter during a pretest, but the water could not be drained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone temp sensing foley catheter with sample port connector. Visual: received one (1) used all silicone temp sensing foley catheter with sample port connector without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aqueous methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 4 ml could be withdrawn. Replaced returned inflation valve with an in house valve and reattempted inflation and deflation. Only 1ml could be withdrawn passively. Dissected balloon and found that the notch was not completely perforated. This is out of specification which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause of the defects that were reported was incomplete perforation on notch and notch not perforated are related to the notch perforation process. The DHR review is not required. A labeling review is not required. Correction- d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water was injected into the foley catheter during a pretest, but the water could not be drained.